Event description:
The customer reported being hospitalized due to high blood glucose. The customer was experiencing unexplained high glucose for the past nine months. The customer stated that the events leading to his admission was dehydration and epigastria. Troubleshooting was performed. The programming, time and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that he does not remove the plunger from the reservoir prior to filling. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.